Manufacturer narrative:
Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced issues with 4-5 infusion sets, all of which had bent cannulas. The events occurred between 15-oct-2023 and 22-apr-2024. The patient noticed symptoms within 3 hours of insertion, and the site of insertion was the abdomen. The patient regularly rotates the site location and there was no impact on the site area. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.